Event description:
A hospital in a foreign country, reported that: a nurse reported the temperature displayed on an mr850 respiratory humidifier was allegedly 52 degrees celsius. The nurse quickly removed the mask from the nose (the mask has been on the pt for only about 10 seconds). The nurse reported that the patient had redness across the nose bridge and a small blister had formed on the nose tip. The doctor was notified and bactrobam prescribed and applied to prevent infection. The hospital was not aware of any alarms having sounded during the event. The mr850 respiratory humidifier was removed from service and sent to technician for checking. It was reported the mr850 operated correctly during testing. A new humidifier and breathing circuit were set up, using prongs instead of a mask. The pt's nose injury is now resolved. There is no residual damage.

Manufacturer narrative:
Background: to prevent overheated gas from reaching the patient, the mr850 respiratory humidifier includes software and hardware features that disable all heating with temperatures above 43 degree celsius at the y piece. The mr850 also includes audio and visual alarms that activate above this temperature to alert the user. The hospital has reported they were not aware of any alarms having sounded during the reported event. The returned mr850 respiratory humidifier was performance tested and all safety features were tested. The breathing circuit was not returned, and limited setup information was provided. Results: during testing of the returned mr850 respiratory humidifier, the above referenced safety features all operated correctly. Conclusion: the returned mr850 operated correctly during testing, including during the testing of the alarms and thermal cutout safety features. It is possible for some abrasion to occur with prolonged contact from a mask. With the limited information provided, we are unable to conclude how the alleged abrasion/blister to the tip of the patient's nose occurred.